Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and dat due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thus. Unable to download carelink due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the j2, j7/pcba 1, j1/pcba 1, 40 pin flexible printed circuit/lcd and force sensor. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the history file or traces on 07/09/2024 at 04:02:00.000 due to moisture damage on the force sensor. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: stained keypad overlay, missing display window cover, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Pump error 35 alarm confirmed due to moisture damage on the force sensor. Unable to verify customer alleged for high bg. Pump expose to moisture confirmed. Unable to download carelink due to critical pump error (open book image) alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump was exposed moisture, critical pump error and experienced hyperglycemia. The customer reported hyperglycemia treated with manual injection/insulin pen, IV insulin drip (intravenous insulin infusion), ems/ambulance/ER visit. The event involved product(s) mmt-242a, mmt-1780kl, mmt-332a. Troubleshooting was performed and confirmed customer received the open book image error and issue pump was exposed moisture. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. Later customer declined to continue with troubleshooting. Pump did not pass self test. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No further patient complications were reported. No product return is required for mmt-242a. Mmt-1780kl was requested and customer response was the device will be returned. No product return is required for mmt-332a. It was unknown whether continued using the device or not.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.